Event description:
It was reported to philips that the battery is depleted and its shape is deformed.

Manufacturer narrative:
It was reported to philips that the battery is depleted and its shape is deformed. The customer worked with the technical support representative. Customer confirms that the defibrillator works only if connected to the power plug as the battery is completely out of use and it is not able to extract from the housing probably because it has deformed. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2018. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end-of-life terms and the device remains at the customer site.